Manufacturer narrative:
(B)(4). Method: lens work order search. Medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately (B)(4) of eyes developed anterior subcapsular opacities at 7 yrs following icl implantation, but only (B)(4) progressed to clinically significant cataract during the same period. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens in the pt's left eye on (B)(6) 2010. On the pt's last visit on (B)(6) 2011, it was noted that the pt had developed a subcapsular cataract and experienced a decrease in vision 20/80+2. A ubm was performed, there was no vault, pressure was great. The pt has keratoconus. Surgery is pending to explant the icl and have cataract surgery in (B)(6). A supplemental medwatch will be submitted after cataract surgery. See MFR#2023826-2012-00721 for the right eye.

Manufacturer narrative:
(B)(4). Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined.

Event description:
The reporter stated the icl was removed and cataract surgery was performed on (b)(6_) 2012. The cataract was an anterior subcapsular cataract. The surgeon used the same incision, did not enlarge the incision to remove the icl. An iol and implanted and no suture was used. One day post-op - pressure was 14. Ucva 20/20. Cause of this incident is unk.